Event description:
It was reported that the system shut down with an errror message when taking an image, causing the patient to be re-exposed. It was determined to be a that a connectivity change was neededonce this was done the system is working as intended.